Event description:
The catheter (subject device) was returned for analysis and it was discovered that the catheter poly tetra fluoro ethylene (ptfe) inner lining has peeled. The catheter shaft was blocked/occluded, was difficult to flush and had friction. The procedure was reported to be completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the microcatheter was inspected and found to be intact. There was no anomaly noted with the microcatheter hub, shaft or tip. During functional inspection an attempt was made to flush the microcatheter without success. The device was soaked in warm water for approximately 2 minutes to free any potential blockage but the microcatheter was unable to be flushed again. A 0.0158" mandrel could only be advanced approximately 1cm from the microcatheter hub. The microcatheter was cut approximately 1cm from the microcatheter hub. The 0.0158" mandrel was advanced through the microcatheter shaft with friction/resistance felt. Blood/thrombus and unknown material (most likely poly tetra fluoro ethylene (ptfe) from the inner lumen of the microcatheter) were removed from the microcatheter shaft. The reported event could not be confirmed as the product problem is unknown/unclear. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿during ultra selective embolization using the subject microcatheter, resistance was encountered while attempting to advance coils. Additional information provided by the customer indicated procedure name/ description was mesenteric angiography with cystic artery embolization. The procedure outcome was completed with another of the same device. The patient condition following procedure was stable. Other coils had been detached, after this subject coil. A straight excelsior sl10 microcatheter was used with the coil. The coil did not detach prematurely. After detachment, no portion of the coil protruded out of the aneurysm or into the parent vessel. The coil was inspected prior to use. Analysis of the returned device found the subject microcatheter was intact and there was no anomaly noted with the microcatheter hub, shaft or tip. However, when an attempt was made to flush the microcatheter it failed to be flushed even after soaking it in warm water. A 0.0158" mandrel could only be advanced approximately 1cm from the microcatheter hub so the microcatheter was cut in this location and the 0.0158" mandrel was advanced through the microcatheter shaft with friction/resistance felt. Blood/thrombus and unknown material (most likely ptfe from the inner lumen of the microcatheter) were removed from the microcatheter shaft. It should be noted, blood/thrombus was removed from the microcatheter shaft during product analysis which would indicate flush was not sufficient to prevent retrograde blood flow into the microcatheter. The lack of continuous flush would have contributed to the resistance encountered while attempting to advance coils and subsequently led to the lining of the microcatheter becoming damaged while attempting to advance the coils. Based on review of all available information an assignable cause of undeterminable was assigned for the reported event of ¿device problem unknown/unclear¿ as it is unclear what was the reported issue for this complaint. An assignable cause of procedural factors will be assigned to the analysed events of 'catheter shaft blocked occluded', 'catheter shaft friction', 'device difficulty flushing' and 'catheter ptfe inner lining peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.